Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 8.2 mmol/l versus 6.5 mmol/l meter to lab. Tests were done within 30 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.